Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited adhesive peeling on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced due to stress during use, external factors, or handling. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling devices in accordance with the following instructions for use (IFU). The inspection method for this issue is described in "chapter 3, preparation and inspection, 3.3, inspection of the endoscope" in the instruction manual (operation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.